Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company's acceptance criteria. The root cause could not be determined conclusively. Diffuse lamellar keratitis is not related to the device. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. (B)(4).

Event description:
An optometrist reported a patient presented with trace diffuse lamellar keratitis (dlk) in the left superior flap. Patient is very happy and is adapting to monovision already. Topical steroid drop dosage was increased. An additional topical steroid drop was added. There are two related reports for this patient. This report addresses the patient's left eye and another manufacturer report will be filed for the fellow eye.